Event description:
It was reported that during arcr surgery, the tip of the inserter was broken when the surgeon pulled it out after implanting the anchor. It was reported that the insertion was off axis. The broken piece was removed completely. There was no harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
It was reported that during arcr surgery the tip of the inserter was broken when the surgeon pulled it out after implanted the anchor. It was reported that the insertion was off axis. The broken piece was removed completely. There was no harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and inspected. The distal tip of the inserter which holds the anchor is broken; confirming the complaint. It was reported that the insertion was off axis, which would have contributed in the reported failure. This failure is attributed to a combination of device misuse and user technique. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for these lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during arcr surgery the tip of the inserter was broken when the surgeon pulled it out after implanted the anchor. It was reported that the insertion was off axis. The broken piece was removed completely. There was no harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.